Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 to 60 mg/dl at the time of the incident. Insulin pump getting too much insulin and blood glucose going low. Customer stated that reach out blood glucose 41 to 46 mg/dl this morning and blood glucose now 60 mg/dl. Customer eating stuff to bring it up but it keeps giving him too much insulin. The reservoir and insulin pump will not be returned for analysis.